Manufacturer narrative:
E1: initial reporter facility name: e1: initial reporter city: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and twist clamp of a minicap extended life pd transfer set. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.